Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they had a blank display, button error, and unresponsive keypad. The blood glucose at the time of the incident was 244 mg/dl. Mother state the insulin pump is alarming button error and the key is unresponsive. Mother called back to complete the troubleshooting and states the display was blank for three hours. The display did returned after inserting a new battery, but she received a button error. The device will be returned for analysis.